Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
While implanting components for a total knee replacement, the tibial bearing insert opened had a foreign body in the container with the implant to be used. After discussion with the surgeon and theatre staff to rule out any possibilities, another tibial bearing insert was opened and inserted instead.

Manufacturer narrative:
Event regarding foreign matter contamination of a triathlon insert was reported. Conclusion: a photograph that was provided shows what appears to be a white particle on plastic. The insert was returned in its opened inner blister wrapped in a plastic bag inside its unit carton, with the IFU booklet. The tyvek lid had been removed from the inner blister and was not returned. The outer blister and its lid were not returned. The returned device appears unremarkable there is no evidence of the white particle as depicted in the photograph provided in the returned unit carton, the IFU booklet, inner blister or on the insert. Further information such as analysis and identification of the foreign matter, and the return of all packaging components is required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
While implanting components for a total knee replacement, the tibial bearing insert opened had a foreign body in the container with the implant to be used. After discussion with the surgeon and theatre staff to rule out any possibilities, another tibial bearing insert was opened and inserted instead.